Event description:
It was reported that the patient received inappropriate shocks. It was found that the rv and lv leads had dislodged. During the revision, the pocket was found to be infected. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4). Review of quality records.

Event description:
As stated by the customer on the 2010-(B)(6): bathing transfer seat became detached from bath lifting mast during raising. Resulting in pt and seat falling to floor. Injuries unk. (B)(4).

Manufacturer narrative:
The device's functionality was tested on the bench and on the automated test system. No anomalies were found. It is believed that the crosstalk observed in the field was a result of lead dislodgement.